Event description:
The customer reported via phone call that they received a no delivery alarm during the fill tubing process. The customer's blood glucose was unknown. The customer stated insulin was able to exit with a fixed prime. It was also reported the customer had more resistance than normal and could not push insulin through the tubing with a plunger. Customer was also unsuccessful at pushing insulin through with a new infusion set. The customer was advised to change their reservoir. The reservoir will be returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.